Event description:
It was reported that a home patient (hp) received a high drain 105 alarm on a homechoice (hc) machine at the end of therapy. This indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume in standard mode. The caregiver (cg) stated that the hp had already disconnected earlier that morning. The technical service representative (tsr) assisted the cg in clearing the alarm. There was patient involvement but no patient injury or medical intervention was indicated in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The homechoice device was operational and was not returned for evaluation. The reported increased intra-peritoneal volume (iipv) issue was not confirmed. The cause was undetermined. Review of the service history revealed no failures/problems that were the same as, or similar to, the current difficulty and there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. Review of the device service history revealed no issues that could have caused or contributed to the reported difficulty of an iipv. Should additional relevant information become available, a supplemental report will be submitted.